Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box and history for the event on (B)(4) 2012 have been overwritten due to continued pump use and are no longer available to evaluate. The black box data begins on (B)(4) 2013. A review of the accessible black box and alarm history shows no errors or alarms related to the complaint. The total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. The pump was tested on a 29 hour flow test; the pump passed the required test and was found to be delivering within the specification. There were no insulin delivery defects found on investigation.

Event description:
The patient's spouse contacted animas on (B)(6) 2012 to report high blood glucose (bg) excursions. The patient's spouse reported that the patient was admitted to the hospital on (B)(6) 2011 with a high bg of 711 mg/dl. The patient was admitted to ICU with a diagnosis of "diabetic coma" and discharged on (B)(6) 2011. While hospitalized, the patient's spouse stated, the patient was on injections. The reporter stated the patient resumed pump therapy on (B)(6) 2011 when he got back home. The patient's spouse stated the patient's bgs were ok until (B)(6) 2012 when they began fluctuating and elevating again. The patient reported an elevated bg reading of 318 mg/dl on the morning of (B)(6) 2012 2 hours after breakfast. There was no mention of symptoms with current bg excursion. At the time of the call, it was noted that the patient's current bg was 216 mg/dl. At the time of troubleshooting, the reporter confirmed pump date/time settings were correct. There were no associated alarms in pump history. Review of pump settings revealed a site change on (B)(6) 2012 was not primed. At the time of the call, the patient's spouse thought she did a site/set change on (B)(6) 2012; however, pump history did not list a site change for that date. At the time of the call, customer support walked the reporter with a site, cartridge and set change. Customer support noted pump history recorded correctly a 0.5u fill cannula and a prime of 19.3 units. Customer support also discovered that the pump advance settings were set to factory default. The reporter was unable to confirm if the settings were correct. Customer support instructed the reporter to follow-up with the patient's hcp and confirm if pump settings were correct. This complaint is being reported because, the patient was reportedly hospitalized and treated for hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.